Manufacturer narrative:
Initial reporter phone: (B)(6). The product has not returned for analysis, however, a picture(s) were provided by the customer. Evaluation is still in progress. The analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. This report is being submitted pursuant to the provisions of 21 cfr, part 4. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's reference number: (B)(4).

Event description:
It was reported that a patient underwent an atrial fibrillation (afib) ablation procedure with a carto vizigo¿ 8.5f bi-directional guiding sheath ¿ small and a hemostatic valve leak issue occurred. It was reported that blood leakage in hemostatic valve occurred during the operation. The blood leakage was found in the hemostatic valve and a new device was used to complete the surgery. There was no patient injury reported.

Manufacturer narrative:
A video was received for evaluation on 22-jul-2022 following bwi procedures. It was reported that a patient underwent an atrial fibrillation (afib) ablation procedure with a carto vizigo¿ 8.5f bi-directional guiding sheath ¿ small and a hemostatic valve leak issue occurred. It was reported that blood leakage in hemostatic valve occurred during the operation. The blood leakage was found in the hemostatic valve and a new device was used to complete the surgery. There was no patient injury reported. According to the video provided by the customer, water leakage was observed; however, the hemostatic valve cannot be observed inside of the hub component. This issue could be related to the incorrect insertion of the dilator into the sheath causing the dislodgment of the valve; however, this could not be conclusively determined. A device history record (DHR) evaluation was performed for the finished device 00001897 number, and no internal action related to the complaint was found during the review. Based on the DHR, d 4. Expiration date and h 4. Device manufacture date have been updated. The issue reported by the customer was confirmed based on the video received. The device has not been returned for analysis; therefore, it is not possible to assign a root cause based on the current evidence. If the device is received in the future, the product investigation will be performed and updated accordingly. The odp (optimal device performance guide) contains the following caution: always insert a dilator straight into the center of the sheath¿s valve to prevent damage to the valve. Do not insert a dilator at an angle, as damage to the sheath valve may occur. As part of the quality process, all devices are manufactured, inspected, and released to approved specifications. This product issue will be addressed through bwi's quality system. H6. Investigation findings code of "appropriate term/code not available" represents photo/video analysis. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4). During an internal review on 16-aug-2022, it was noted that a video was received instead of what was previously reported as picture(s). Therefore, this report contains an analysis of the video received.

Manufacturer narrative:
The biosense webster inc. (Bwi) product analysis lab received the device for evaluation on 29-aug-2022. The device evaluation was completed on 31-aug-2022. It was reported that a patient underwent an atrial fibrillation (afib) ablation procedure with a carto vizigo¿ 8.5f bi-directional guiding sheath ¿ small and a hemostatic valve leak issue occurred. It was reported that blood leakage in hemostatic valve occurred during the operation. The blood leakage was found in the hemostatic valve and a new device was used to complete the surgery. There was no patient injury reported. Device evaluation details: the carto vizigo sheath product was returned to biosense webster (bwi) for evaluation. Visual inspection and microscopic examination of the returned device were performed following bwi procedures. Visual analysis revealed that the hemostatic valve was dislodged inside the hub component. Microscopic examination of the hemostatic valve surface showed stress marks on the outer diameter. The stress marks suggest that excessive force or manipulation was applied due to an extreme off axis angle of insertion. Valve dislodgement occurs when extreme off axis angles is performed during insertion with the dilator, outside of what is recommended in the odp (optimal device performance guide). A device history record evaluation was performed for the finished device 00001897 number, and no internal action related to the complaint was found during the review. The issue reported by the customer was confirmed. The odp contains the following caution: always insert a dilator straight into the center of the sheath¿s valve to prevent damage to the valve. Do not insert a dilator at an angle, as damage to the sheath valve may occur. As part of the quality process, all devices are manufactured, inspected, and released to approved specifications. This product issue will be addressed through bwi's quality system. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).